Event description:
The report received from the affiliate indicated that pci was being performed on a 75% de novo lesion in the posterior descending artery that was tortuous. The 2.5x23mm cypher stent was delivered, but would not cross the target lesion because of the lesion highly calcified and due to the vessel tortuousity. Therefore, the device was removed from the patient, and the physician observed the stent was flared. A new cypher was used to successfully finish the procedure. There was no patient injury reported. The product was clinically used and will not be returned for analysis due to the suspicion of the patient's infectious disease. Please note that this device is not distributed in the united states. However, it belongs to the same class of cypher sirolimus drug-eluting stents that are distributed in the united states. Additional information received will be submitted within 30 days upon receipt.